Event description:
The customer reported that while the iabp was in use on a pt, approximately a half an hour after transferring the pt from the cath lab to ccu, the iabp generated numerous "leak in iab circuit" alarms. The customer was not able to clear the alarms. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp rep was unable to duplicate the reported event. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).